Event description:
It was reported that the patient experienced arrhythmia and presented remotely via merlin.net. Review of transmission revealed that the Implantable Cardioverter Defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (SVT) and failed to deliver therapy. No intervention was performed. The patient was in stable condition.